Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility: reports free flow with tubing in pump. The customer reports note from nurse stated when pump tubing placed in pump fluid continued to flow. Tubing used is unknown, solution is unknown. Reports no patient injury. Also reports he has been unable to duplicate issue.